Event description:
Legal case ¿ USA it was reported that approximately 9 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteoarthritis, arthrofibrosis, discomfort, inability to walk up and down stairs because of stiffness; atraumatic meniscus tear; synovectomy, arthroscopic partial meniscectomy. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04441. The reported pain and subsequent arthroscopy captured was likely due to the loss of range of motion following the development of the reported arthrofibrosis. Additionally, the event may have been reported due to prosthesis wear, component loosening, and/or inclusion of the polyethylene component in the packaging recall. However, this cannot be confirmed as the components were not returned for evaluation as they remain implanted at this time, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3, h6 clinical code, medical device problem code the following sections were corrected: h6 impact code, type of investigation. The reported pain and subsequent arthroscopy captured in was likely due to the loss of range of motion following the development of the reported arthrofibrosis. Additionally, the event may have been reported due to prosthesis wear, component loosening, and/or inclusion of the polyethylene component in the packaging recall. However, this cannot be confirmed as the components were not returned for evaluation as they remain implanted at this time, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.